Event description:
It was reported that interrogation of the implantable cardiac monitor resulted in an error message. After a device software download, normal function resumed and the device could be interrogated normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.